Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: total bilateral occlusion. Previously administered products included for to prevent pregnancy: mirena in 2009. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included medroxyprogesterone acetate (depo provera) from 2010 to 2011 for contraception. In 2011, the patient had essure inserted. In 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and constipation ("constipation"). In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain, mood swings, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia and constipation outcome was unknown, the abdominal pain was resolving and the back pain had resolved. The reporter considered abdominal pain, back pain, bladder disorder, constipation, dyspareunia, female sexual dysfunction, mood swings, pelvic pain, urinary tract disorder, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: pre & post-operative diagnoses: 1. Pelvic pain. 2. Dysmenorrhea procedure performed: laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy. Description of procedure: bilateral ureters were visualized and noted to be running deep in the pelvis away from the surgical site. Next using the plasmakinetic laparoscopic grasper, the bilateral round ligaments were clamped, cauterized, and cut. Given me performing the right side of the procedure and other physician performing the left side of the procedure, the bladder flap was sharply dissected off the underlying uterus and cervix. Next, the bilateral fallopian tubes were excised from the mesosalpinx and utero-ovarian ligament bilaterally was clamped, cauterized, and cut. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: description of laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: total bilateral occlusion. Previously administered products included for to prevent pregnancy: mirena in 2009. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included medroxyprogesterone acetate (depo provera) from 2010 to 2011 for contraception. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and constipation ("constipation"). In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain, mood swings, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia and constipation outcome was unknown, the abdominal pain was resolving and the back pain had resolved. The reporter considered abdominal pain, back pain, bladder disorder, constipation, dyspareunia, female sexual dysfunction, mood swings, pelvic pain, urinary tract disorder, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: pre & post-operative diagnoses: 1. Pelvic pain. 2. Dysmenorrhea procedure performed: laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy. Description of procedure: bilateral ureters were visualized and noted to be running deep in the pelvis away from the surgical site. Next using the plasmakinetic laparoscopic grasper, the bilateral round ligaments were clamped, cauterized, and cut. Given me performing the right side of the procedure and other physician performing the left side of the procedure, the bladder flap was sharply dissected off the underlying uterus and cervix. Next, the bilateral fallopian tubes were excised from the mesosalpinx and utero-ovarian ligament bilaterally was clamped, cauterized, and cut. Date(s) of removal: (B)(6) 2017 (discrepancy as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: total bilateral occlusion. Previously administered products included for to prevent pregnancy: mirena in 2009. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included medroxyprogesterone acetate (depo provera) from 2010 to 2011 for contraception. In 2011, the patient had essure inserted. In 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and constipation ("constipation"). In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain, mood swings, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia and constipation outcome was unknown, the abdominal pain was resolving and the back pain had resolved. The reporter considered abdominal pain, back pain, bladder disorder, constipation, dyspareunia, female sexual dysfunction, mood swings, pelvic pain, urinary tract disorder, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received. Events hormonal changes describe: mood swings, infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), constipation and pelvic, abdominal, vaginal, lower back pain were added. Historical and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.